Event description:
It was reported that the customer opened a box of sensors and 3 out of the box were given her issues with calibration error and sensor glucose versus blood glucose issues of the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advanced to change sensor. The customer was advised that sensor may be malfunctioning. The customer was advised to change site. The patient was advised to return sensor in use and offered to replace the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection was performed on 3 enlite sensors, found 1 of the 3 sensors needle hub was separated from the sensor base and the remaining 2 sensors were missing the needle hubs; unable to confirm packaging complaint due to the sensors were returned without the original box..